Event description:
Vision disturbances; had acrysof iq restor lens implanted in both eyes. Had halo type vision disturbances immediately (which is common) but still have the same to this day. Had another procedure done called yag capsulotomy and now have streaks at night in the vision for both eyes. FDA safety report ID# (B)(4).